Manufacturer narrative:
Additional information was received that the reason for upgrade was due to improved programming options and lesser charge burden.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No device malfunction was suspected.